Event description:
It was reported, through a facility medwatch, that post a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred. A taxus express2 drug eluting stent was placed in the left anterior descending artery in 2005. The pt presented with a stent thrombosis in 2006. The lumen was widely patent following thrombolytic therapy. Thrombolyisis was achieved in 2 hours, but cardiogenic shock resulted and the pt expired. Additional info has been requested and the physician has requested to follow up with the sales rep.